Event description:
It was reported that the patient underwent a 360 degree fusion via posterior tlif at l5-s1 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.